Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Programming changes were recommended. Physician elected to replace the device as it was nearing eri. No further oversensing was observed post-procedure. Patient was well after the event.